Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes, the device experienced excessive additive quantity. The following information was provided by the initial reporter. The customer stated: in a lot of heparinized tubes, we have noticed abnormally high quantities of gel in some tubes (double variation). These tubes are mixed within the same plate and in a random way.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 22-jun-2022. H6: investigation summary: bd received 10 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for excess gel was observed. The customer samples were evaluated by visual examination and found that 5 of the tubes had double the normal amount of gel and 5 of the tubes did not have any gel. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of excess gel was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes excess and missing gel. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes, the device experienced excessive additive quantity. The following information was provided by the initial reporter. The customer stated: in a lot of heparinized tubes, we have noticed abnormally high quantities of gel in some tubes (double variation). These tubes are mixed within the same plate and in a random way.